Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-use check of a smiths medical pneupac® parapac® ventilator, the pin was noted to be loose and easily unfastened. The pin was reported to be used for fixing the instrument cover but was loose. There were no reported adverse effects.